Manufacturer narrative:
The lot complaint history was reviewed. This is the first complaint for the finish goods lot and for this issue for this lot. The device history record shows the product was built and released per specifications. Only the probe and a cut-off pouch label were returned for evaluation. Upon visual inspection, the open pneumatic driveline of the probe was determined to be occluded with ultraviolet (uv) cure adhesive. Occlusion of the pneumatic driveline prevented the probe from actuating and cutting. The occlusion was found in the tubing insertion to the probe engine. The port on the probe tip was also noted to be in the fully shut position. A block reader was used to interrogate the radio frequency identification's (rfid's) programmed information; the probe rfid connectors functioned per specifications. However, the lot information retrieved from the rfids did not match with the returned label and the itrack lot. Therefore, the probe manifold returned was not associated with the finished goods lot number. After a thorough analysis, the investigation determined the returned probe manifold was not built into the reported finished goods lot. As a result, we were unable to verify the root cause for this event without the correct probe manifold. Action will not be taken based on this occurrence as the root cause could not be verified for this event. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure and actuation failure of the cutter occurred during a procedure. The condition of aspiration is unknown. The procedure was completed after replacing the product. There was no patient harm.